Event description:
It was reported that the customer discovered that one segment on the lcd display of the device is not lighting up. It was reported that other than the reported complain, the device is working well. There were no consequences or impact to the pt.

Manufacturer narrative:
The product has been returned to masimo for eval. When the investigation is complete a f/u report will be submitted.